Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the distal conductor was fractured. The defib coil was distorted, the distal conductor was stretched, there was blood/body fluid on several conductors (not obstructed), the defib conductor was melted, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled and melted, the outer insulation was melted, the outer tubing overlay melted, the inner and outer insulation was torn, the outer tubing was torn, the outer tubing overlay was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was a non-electrical misc. Finding on the tip electrode and the lead was stretched. The visual analysis also indicated heavy explant damage along with the missing steroid ring, was unable to determine when this occurred. The right ventricular interior defib cable was melted at 30 and fractured at 63.0. The exposed coil continuity is complete. (B)(4): the distal portion of the lead was returned, analyzed and no anomalies were found. All conductors were distorted and stretched, there was blood/body fluid on all conductors (not obstructed), the proximal conductor was fractured due to overstress, all insulation's were torn, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was apparent explant damage and the lead was stretched. (B)(4) defib conductor fractured, (B)(4) distal segment, (B)(4) no anomalies found, (B)(4) distal segment.

Event description:
It was reported that the right ventricular (rv) lead had steadily rising impedance and threshold. During the extraction of the rv lead, the integrity of the right atrial (ra) lead was compromised. Follow-up revealed that the physician felt that during the rv extraction the insulation on the ra lead was breached. The rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.